Event description:
At the start of transcranial magnetic stimulation treatment using the neuronetics neurostar mobile tms console, the touchscreen display interface froze. The clinician was unable to adjust the headpiece to begin the treatment. Patient was asked to leave and return at a later time for treatment.====================== manufacturer response for transcranial magnetic stimulation touch screen, neurostar (per site reporter)======================manufacturer sent repair person as part of maintenance contract, failed touchscreen was replaced. Several days after touchscreen replacement, similar "frozen screen" occurred. Manufacturer rep contacted and indicates possible issue with corded connection to mobile console.